Manufacturer narrative:
The allegation is against 2 of 3 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: 6186938.

Event description:
Related manufacturer report number: 1627487-2022-06096. It was reported that during a lead replacement, two leads were left implanted due to patient anatomy preventing their removal. The procedure was subsequently abandoned, and the patient recovered. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.